Event description:
It was reported that (1) tl30 device was being used during an unknown procedure. It was reported by the rep that the tl30 did not fire properly. The bronchus was open after firing and was closed with a suture. The case was completed and there was no consequence to the pt.